Manufacturer narrative:
Concomitant medical products: p1501dr ipg implanted (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency department where a device transmission revealed evidence of loss of capture on the patient's right ventricular (rv) lead. The patient's implantable pulse generator (ipg) had reached elective replacement indicator (eri) three weeks before this report. The patient has normal av conduction so the ipg had been programmed with the atrial pace and ventricular sensing per patient condition. With the change of parameters at eri, which is expected operation, the patient began to be paced in the ventricle where the pacing output had been set below the patient's pacing threshold. The ipg was reprogrammed to account for this change. The ipg was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.